Event description:
The reporter (pt's wife) contacted lifescan (lfs) customer service in 2009 alleging that the pt's onetouch ultra meter was displaying an error message, but she was unable to specify which error message. The reporter claimed that the pt developed symptoms after the error message began. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The error message reportedly first occurred the day before, which was the day before the reporter contacted lfs. The reporter claimed that 10-12 hours after the error message began, the pt developed symptoms of frequent urination and difficulty breathing. It would be helpful to know the pt's activity levels, food intake, medications, and health conditions prior to developing these symptoms. It was noted that the pt took his usual dose of lantus at 10 pm the same day; however, it is unclear if this action was taken before or after the symptoms began. The pt reportedly did not receive any other forms of treatment. No blood glucose results were reported. According to the troubleshooting performed with customer service, the reported issue was resolved with training. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms suggestive of hyperglycemia 10-12 hours after the error message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.